Manufacturer narrative:
Once the investigation is complete add'l info will be reported on a supplemental report.

Event description:
On (B)(6) 2012 during hansson pin operation, the operation was stopped because the hook did not come out from the pin. Before the insertion, the hook entered deeply and the inserter was not installed. Then surgeon tried to return the direction of the hook to normal position but it fail, then used a new implant.